Event description:
Information received by medtronic indicated that there was air ingress during aspiration of the sheath. This occurred after the sheath was inserted in the patient and the dilator was removed. The sheath was replaced and the cryoablation procedure was completed. There was no patient injury.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. The reported issue has been confirmed through testing. The device failed the returned product inspection due to a leaking hemostatic valve. Air aspiration was reproduced even with no catheter/dilator inside the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. Kinks were also observed on the shaft of the sheath.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.